Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). A visual evaluation of the returned device found the side car-rx has residues, was torn, and presented pushback out of specification. The evaluation concluded that during procedure manipulation of the device, and the interaction with the scope or the interacting with other devices most likely contributed to the side car-rx pushback and tear. Moreover, the sidecar has residues. Therefore, the most probable root cause is "operational context" since it is most likely that due to anatomical /procedural factors encountered during the procedure performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid basket to crush the stone. The stone was successfully crushed. However, upon removing the basket from the bile duct, the physician noticed an issue through the endoscope image. Therefore, the basket was removed from the patient and the side car-rx (guidewire port) was noted to have been torn. The procedure was completed with another of the same device. Additionally, the physician reported that the endoscope and guidewire were not angled and pulled forcibly. There were no reported patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation result; side car-rx pushback.